Manufacturer narrative:
(B)(4). This is a combined initial / final report. Concomitant medical products: medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00504, 3002806535-2020-00505. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Product has not been returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2020.